Event description:
Customer reported that lvp was involved with an over infusion while a piggy back was infusing. Customer was unable to provide information on what intended rate was. When the nurse returned, the bag was empty. The drug infused is unknown. Customer reported no patient harm and no medical intervention required. Have contacted director of critical care to obtain additional detail; no new information is available at this time. Lvp was returned to alaris; investigation is on-going. Follow up report will be sent when investigation is complete.

Manufacturer narrative:
Manufacturer's report date: 07/09/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.